Event description:
It was reported that the patient received 5 shocks due to the right ventricular (rv) lead oversensing and high/varying impedance. The rv lead has been capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.